Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
Additional information was provided on (B)(6) 2016 by the ophthalmologist, who reported that the patient continues to improve with treatment. The patient required two pars plana vitrectomy as well as intravitreal and oral antifungal treatment. A vitreous culture was performed with results of paecilomyces lilacinus. According to the surgeon, the source of the infection continues to be unclear.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following a cataract surgery with an intraocular lens (iol) implant procedure, the patient developed a fungal infection. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with second patient of two reported. The first report was filed under mfg. Report number 1119421-2016-01434.